Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple inaccurate fill estimates were received. Customer's blood glucose (bg) level was 432-433 mg/dl. A correction bolus was delivered to address bg. A cartridge change was performed resolving the issue.